Event description:
It was stated that "both teeth broke off."

Manufacturer narrative:
Based on the reported event and the returned device, it is hypothesized that during use, an excessive force was applied at an angle to the installer, potentially resulting in a torsional or off-axis asymmetric load (e.g., rocking or toggling) on the distal end of the clamp and outer sleeve components. This off-axis loading likely exceeded the mechanical limites of the distal tangs, leading to their fracture. As the expandable spacer installer is not designed to withstand significant torsional or off-axis forces, an angled insertion maneuver may have caused failure at the distal end of teh installer, resulting in fracture of the clamp's tangs. Complainant reported no patient impact, however, it is reasonable to assume medical or surgical intervention was required to remove the fractured components from the body cavity. Therefore, this MDR is being submitted out of an abundance of caution.